Event description:
It was reported that the light source power button was stuck in the device. The event occurred during an unspecified procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.